Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to both the shaft and hypotube of the device. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. At the proximal end of the bicomponent weld, the guidewire lumen was separated. At the distal end of the bicomponent weld, the guidewire lumen was buckled for a length of 8mm. At 8mm distal from the proximal waist, the balloon had a full circumferential tear. The distal portion of the balloon was prolapsed. Media depicts a full circumferential tear to the balloon, guidewire lumen detachment at bicomponent weld area and prolapsed balloon confirming the reported separation, burst, and balloon detachment. Product analysis was able to confirm the reported events as the balloon had a full circumferential tear and the guidewire lumen was separated and buckled.

Event description:
It was reported that balloon rupture, balloon detachment, shaft break and catheter entrapment occurred. The patient had two layers of an unknown stent that had in-stent restenosis. The 70% stenosed target lesion was located in the mildy tortuous and moderately calcified right coronary artery (rca). A 3.50mm x 12mm emerge balloon catheter was advanced for pre-dilatation of the lesion for a third layer of stent. However, during the initial inflation at 16 atm for 20 seconds, the balloon ruptured. The physician pulled the device out; however, the inner shaft of the balloon broke leaving behind the distal part of the balloon severed and stuck on the wire. A second wire was delivered to rca past the loose balloon and a second emerge balloon was placed on the second wire in order to inflate and trap the detached piece of the balloon. The detached portion was removed, and no device fragments were left inside the patient's body. No patient complications were reported.

Event description:
It was reported that balloon rupture, balloon detachment, shaft break and catheter entrapment occurred. The patient had two layers of an unknown stent that had in-stent restenosis. The 70% stenosed target lesion was located in the mildy tortuous and moderately calcified right coronary artery (rca). A 3.50mm x 12mm emerge balloon catheter was advanced for pre-dilatation of the lesion for a third layer of stent. However, during the initial inflation at 16 atm for 20 seconds, the balloon ruptured. The physician pulled the device out; however, the inner shaft of the balloon broke leaving behind the distal part of the balloon severed and stuck on the wire. A second wire was delivered to rca past the loose balloon and a second emerge balloon was placed on the second wire in order to inflate and trap the detached piece of the balloon. The detached portion was removed, and no device fragments were left inside the patient's body. No patient complications were reported.